Event description:
The customer reported to olympus, the evis exera iii xenon light source had no image when hooked up to the scope. The issue was found during preparation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was not confirmed. The device evaluation found a worn-out socket slider switch causes intermittent use of the high intensity node, the olympus lamp life meter reading below 50 houses, and the light intensity output measured out of range. There was a velcro tape stick on the side of the top cover, and there were scratches on the top cover. A minor scratch on the front panel and some dents on the bottom of the front panel mouth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.